Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection revealed no abnormalities. The seal plugs are intact and the set screws operated normally. This device was returned in the sterile try. Initial analysis confirmed the reported clinical allegation. An external power source was connected to the device. After further analysis, analysis confirmed the depleted battery was due to an internal electrical leakage that caused an excessive current drain.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during the pre-implant testing, this device could not be interrogated. The device was not implanted and returned for analysis. No adverse patient effects were reported.